Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic right lobectomy procedure, the surgeon able to press the green button and able to squeeze the handle, but the device did not fire. They then used another device to resolve the issue. There was no patient injury.